Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the atrial lead dislodged therefore the device is programmed to vvi 40. The rep is looking at an episode from (B)(6) 2019 in which the patient had atp and shocks for what looks to be an svt. Tachy settings is vt-1 150 mo zone, vt 190 rid and srd 3 mins, vf zone 220 bpm.